Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones as reported by the patient. A save to disk was performed and analyzed by boston scientific technical services (ts) and engineering. It was found that the device had recorded a high out-of-range shock impedance measurement greater than 125 ohms on this patient's right ventricular (rv) lead which could have triggered the reported tones. Subsequent shock impedance measurements were noted to be within normal limits in addition to all other electrical parameters. Continued monitoring of the implanted system was recommended. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.